Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024, it was reported that the patient received "low" egv of 100 mg/dl compared to the fingerstick test of 254 mg/dl. The patient was nauseated, dizzy, trembling, and extremely tired. She spoke with her hcp and she was advised to go to the hospital and was transported by her spouse. Upon arrival, the egv was 300 mg/dl and the bg was 505 mg/dl. She was reportedly diagnosed with dka. The patient was treated with nausea medicine (zofran), migraine medicine, IV fluid, and 5 "millimeters" of insulin. She was also reportedly advised to manually provide insulin for herself when she got home instead of relying on the unspecified pump. The patient got home the same day after 4 hours and was feeling ok at the time of the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.